Manufacturer narrative:
The main board was tested and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Failure investigation of the part indicates root cause of the reported issue could not be determined.

Event description:
During service the manufacturer's field service engineer noted the device failed the remote alarm testing. No patient involvement was reported.

Event description:
During service the manufacturer's field service engineer noted the device failed the remote alarm testing. No patient involvement was reported.